Manufacturer narrative:
(B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under four separate medical device reports: (1) companion external li-battery pack s/n (B)(4) (MFR report # 3003761017-2015-00376, (2) companion external li-battery pack s/n (B)(4) (MFR report # 3003761017-2015-00379), (3) companion external li-battery pack s/n (B)(4) (MFR report # 3003761017-2015-00380), and (4) companion external li-battery pack s/n (B)(4) (MFR report # 3003761017-2015-00381). The customer reported that the companion external battery was not holding a charge while supporting a patient. The customer also reported that the companion external battery was not holding a charge when tried in the patient's back up companion 2 driver. This alleged failure mode poses a low risk to the patient since the low battery did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has a redundant, alternate power source of external wall power. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The reported issue involves the following syncardia temporary total artificial heart (tah-t) system components and are reported under four separate medical device reports: companion external li-battery pack s/n (B)(4), (MFR report # 3003761017-2015-00376, companion external li-battery pack s/n (B)(4), (MFR report # 3003761017-2015-00379), companion external li-battery pack s/n (B)(4), (MFR report # 3003761017-2015-00380), and companion external li-battery pack s/n (B)(4), (MFR report # 3003761017-2015-00381). The customer reported that the companion external battery in a companion 2 driver supporting a patient was not holding a charge. The customer also reported that the companion external battery was not holding a charge when tried in the patient's back up companion 2 driver. Companion external battery s/n (B)(4) was returned to syncardia for evaluation. Visual inspection revealed no abnormalities. The external battery was connected to battery evaluation software, and review of the data revealed very low cycle counts with no permanent faults or error flags. The external battery was functionally tested and passed all functional test requirements with exception of the test step requirement that all five fuel gauge leds illuminate. The fuel gauge leds failed to indicate its state of charge with activation of the test button. This failure was likely the result of damaged hardware in relation to the test button and the fuel gauge leds and is not related to the external battery's ability to hold a charge. Therefore, customer-reported issue could not be reproduced during testing. The external battery was taken out of service. The companion 2 driver system operator manual (c2-900005), at chapter 13, "power management," advises users that when fully charged, each companion external battery provides a minimum of 30 minutes of support. Two fully charged external batteries provide a minimum of 60 minutes of support. External battery support may vary based on driver settings. After disconnecting from wall power, the companion 2 driver display will take approximately one minute to update the estimated battery support time based on driver settings. The reported issue posed a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external wall power and an internal, emergency battery. In addition, all power sources are continually monitored by the companion 2 driver, with audible and visual alarms provided to annunciate any potential issues with the driver power sources. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.